Manufacturer narrative:
Pump passed self test and displacement test. Hardware low level failures confirmed in the pump history and during self test due to broken trace at u1 keypad assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. Customer was able to clear the alarm and was able to complete rewind. Self test was passed. No harm requiring medical intervention was reported. The device will be returned for analysis.